Event description:
It was reported during a laparoscopic cholecystectomy there was arcing of electrical cautery charge from the blade to the liver.

Manufacturer narrative:
Tracking #.47415. Device-a. Date sent: 11/14/1998. D6: device returned with no lot identification. Endopath electrosurgery probe plus ii: based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported "arcing of the electrical cautery charge from the blade to the liver" during surgery occurred. Two instruments were rec'd in good condition. The instruments were tested for electrical continuity and ground and found to be conforming. No deformity could be identified during the electrical tests. The incident reported by the surgeon could not be repeated.